Event description:
The customer reported the system shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluation the system and reseated all ps2 power supply connectors. The system operates as intended.